Manufacturer narrative:
The device history review showed no unresolved mfg issues and one product complaint of similar nature.

Event description:
The pt rolled over in bed and the catheter broke. Removed.